Event description:
During a gastric bypass procedure, the staples didn't form properly when the device was fired. The staples were not driven into the tissue in "b" formation. Two thirds of the staples didn't leave the cartridge. When the stapler was removed, the cartridge was not locked into the stapler. There was a 10 minutes delay to hand sew the anastamosis. The patient was taken back to the o.r per the surgeon, it was unrelated to the misfire. There was no patient consequence.